Event description:
It was reported that, "initial right tka (as indicated above) implanted in 2007. Two months later, patient was healing well but slipped on a wet floor post-operative course revealed right knee pain an instability. Bracing and therapy did not improve pain and instability. At one-year post-op examination, it was determined, via xray and clinical symptoms to replace to x3 tibial poly with a stryker cs tibial bearing insert (h3x66) lap340.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.